Event description:
Eval revealed a dislodged display screen and partially dislodged force sensor pins. The force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for eval. Review of the black box revealed that the reported loss of prime warnings were not associated with zero force loss of prime warnings. No instances of loss of prime detection were found in the pump history. Eval revealed a dislodged display screen and partially dislodged force sensor pins. During eval the force sensor was found to be out of calibration.